Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received identified the patient's scs ipg was replaced with a new one. The patient was reportedly fine postoperatively and the issue resolved.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
It was reported the patient's scs system controller displayed the "replace generator, generator has reached end of service" message. Surgical intervention to replace the patient's scs ipg would be necessary as the ipg battery appears to have depleted.